Event description:
It was reported to philips that the ac led light for the device was not powering on. It was noted by the customer that they had already installed a known working battery and power module into the device but the led would still not turn on. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.